Event description:
It was reported that the caller experienced an issue with incorrect time settings on their pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring for recurring discrepancies, which the caller understood and acknowledged. The caller was also informed that an incorrect date should not affect insulin delivery but might impact uploads or reports.